Event description:
It was reported that one year five months and twenty-four days post a port placement, the catheter was allegedly fractured and broken. It was further reported that the catheter tip had allegedly migrated into the heart and cardiology did a catheter retrieval. Reportedly, the port and catheter were removed surgically. The current status of the patient was stable.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: (expiration date: 07/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport MRI implantable port attached to a catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A complete compound break was noted on the distal end of the attached catheter that was elliptical in shape. The distal catheter segment was not returned. The edges of the complete compound break on the distal end of the attached catheter were noted to be jagged and the surface was noted to be granular. Therefore the investigation is confirmed for the reported fracture and material separation issue. However the investigation is inconclusive for the reported migration issue as no objective evidence to confirm the migration was provided for review. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one year five months and twenty-four days post a port placement, the catheter was allegedly fractured and broken. It was further reported that the catheter tip had allegedly migrated into the heart and cardiology did a catheter retrieval. Reportedly, the port and catheter were removed surgically. The current status of the patient was stable.